Manufacturer narrative:
The product was not returned for investigation. The cause of the bleeding was not determined due to insufficient clinical details. The cause of the suction alarms was most likely an adverse event related to patient condition, as the placement signal is seen trending downward at the time of the alarms, and clinical reported blood products being given, which was followed by an increase in placement signal, but it continued to decrease as the case progressed. The device passed all post sterile inspection criteria.

Event description:
An impella cp was implanted to support a patient with st elevated myocardial infarction. While on support the patient experienced bleeding at the right femoral artery access site. Hemostasis was achieved by holding manual pressure, adding a perclose, placing a femstop, and transfusing blood products. Systemic heparin was withheld. Additionally, there were suction alarms which were resolved by adjusting the pump's p level. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.